Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter e-mail: cell: (B)(6). G1: the device was manufactured at one of the following facilities: baxter healthcare - cartago. 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Cartago, 30106. Costa rica.. Or baxter healthcare - dominican republic. Carretera sanchez km 18.5. Parque industrial itabo, piisa. Haina, san cristobal 91000 .dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were down stream occlusion alarms when tubing was connected to the lowest luer site of a clearlink system continu-flo solution set. The set was used with a spectrum pump. When the tubing was moved to a higher luer/port site, the issue resolved. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.